Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose (bg) reached 300 to over 500 mg/dl which was addressed with a manual injection. Customer changed supplies and resumed insulin delivery.